Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 320 mg/dl. The customer also reported the pump had stopped working with a frozen display. The customer reported treating the hyperglycemia with insulin injection. The event involved products unomedical,mmt-1880l,unk_reservoir. Troubleshooting was performed. The customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was confirmed that the customer called back after resting pump for 2 hours and replacing battery but still frozen display continued. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-432ag. No product return is required for mmt-1884.frn-unk-rsvr, unomed set